Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-02869. It was reported the patient experienced calf pain the day after implant ((B)(6) 2016). The patient was hospitalized for one day to rule out deep vein thrombosis and all tests were negative. The etiology of the calf pain is unknown.